Event description:
Distal 2 inches of kinetic were snapped off the wire at the takeoff of a small rv branch. The rca stent struts probably cut the wire at the ostium of the vessel. The wire does not protrude in the main rca trunk. No expected consequences from such.